Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the wire of this right ventricular (rv) lead broke loose and grew into the heart. Boston scientific technical services (ts) referred the patient to the following physician. This rv lead remains in service. No adverse patient effects were reported.